Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that the patient was in the hospital for device change due to eol, and it was noted that the rv lead exhibited low impedances. Capture and sensing were normal. Dislodgement with reattachment was suspected. The lead was capped and replaced.